Event description:
The reporter mentioned that the pt obtained a low reading of 86 mg/dl and then experienced a seizure. Paramedics were called and the reading on the paramedic's meter was 46 mg/dl. Time difference between the two readings was within 10 minutes (per the reporter). The pt was treated with food and/or beverage. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution was also not expired. The test strips failed using the control solution test twice. Failed test strips can lead to a false blood glucose reading. The meter and test strips were replaced.